Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 216 mg/dl and the sensor glucose was 111 mg/dl at the time of the incident. The customer was sleeping at the time of the sg vs bg event. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 90. The customer was suspended before low. The customer will try to monitor her bg and her isig and calibrate when in range. The sensor will be returned for analysis.